Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown: product type programmer; physician product ID 8598a, serial# (B)(4), implanted: (B)(6) 2010: product type catheter; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010: product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012: product type catheter. (B)(4).

Event description:
It was reported the patient had ¿always been¿ on 25mg/ml of morphine. The patient went into the emergency room and the concentration was reduced to 10mg/ml and the pump was refilled. ¿for some reason,¿ the health care provider didn¿t do a bridge bolus and ¿didn¿t changed anything so the pump thinks that it¿s sending 10mg/ml of drug but it¿s concentration that was filled is actually 25mg/ml.¿ it was noted ¿so the doctor¿s in a panic and she thinks the patient¿s going to overdose and die.¿ it was later reported it was determined following the concentration change to 10mg/ml; the patient was getting 9.976mg/day of drug. The amount ran for 28 hours and 36 minutes and it was determined that 1.188ml had been delivered since the new concentration had been put in the pump. It was then reported the patient ¿a month prior¿ was on 25mg/ml and was ¿recently¿ switched over to 10mg/ml of morphine. On (B)(6) 2013, the pump was filled with 25mg/ml but the pump ¿assumed¿ it was still running at 10mg/ml because the health care provider didn¿t enter the change into the programmer. It was determined a bridge bolus was now not needed because the system was complete with the new concentration and it was confirmed the dose had remained unchanged. It was determined the concentration in the programmer needed to be changed. It was confirmed when programming the correct concentration that the reservoir volume had been updated at the refill. The only symptom the patient experienced was that ¿since she noticed some difference in the way that she was walking. Today she was having a little bit more difficulty walking but that¿s the only symptom she¿s noticed.¿ additional information has been requested, but was not available as of the date of this report.